Event description:
This is a spontaneous case report received on 27-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure on (B)(6) 2011 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around (B)(6) 2015. Quality-safety evaluation of ptc received on 16-jun-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping/lower qudrant pain"). The patient was treated with surgery (undergo surgical removal of device and hysterectomy and underwent a pelvic surgery). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: in or about (B)(6) 2015, it was determined that plaintiff required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-sep-2017: reporter added. Event hysterectomy' was replaced with event chronic pelvic pain' and event physical injury was replaced with event abdominal pain'. Reporter causality comment added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type. Initial' indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pelvic pain") and genital haemorrhage ("heavy and irregular bleeding/ heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping/lower qudrant pain/ severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (undergo surgical removal of device and hysterectomy and underwent a pelvic surgery). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: in or about (B)(6) of 2015, it was determined that plaintiff required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-oct-2017: event vaginal pain added and event pelvic pain, abdominal pain, severe cramping and heavy abnormal bleeding was clubed with previously reported event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain / constant severe pelvic pain") and genital haemorrhage ("heavy and irregular bleeding/ heavy abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, multigravida, cholecystectomy and exostosis removal. Concurrent conditions included cigarette smoker (half to 1 pack of cigarettes per day), alcohol use (one time per year), drug hypersensitivity (ibuprofen (nausea; diarrhea); indomethacin (gastrointestinal upset; stomach aches); meloxicam (gastrointestinal upset; vomiting; stomach aches); piroxicam (nausea; diarrhea; vomiting); topiramate (vision changes)), migraine, headache, allergic reaction to antibiotics (cefaclor - adverse reactions was rash), fibromyalgia, anesthesia and fruit allergy (blueberries: as adult pears: anaphylaxis / as adult / states was brought to ed strawberries: hives; watery eyes; swelling). Family history included cervical cancer (mother), diabetes (father), palpitations (mother) and hypothyroidism (mother). Concomitant products included venlafaxine (effexor) for fibromyalgia as well as baclofen, bactrim (bactrin), diclofenac sodium, duloxetine, esomeprazole w/naproxen, ketorolac, medroxyprogesterone acetate (depo-provera), mupirocin, omeprazole, ondansetron, otosporin, paracetamol (acetaminophen), prochlorperazine maleate, salbutamol (albuterol) and tizanidine. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/constant severe right lower quadrant pain"), abdominal pain lower ("severe cramping/lower qudrant pain/ severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with paracetamol (tylenol), ibuprofen, vicodin, piroxicam, topiramate and surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia was resolving and the genital haemorrhage, abdominal pain lower, vulvovaginal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: in or about (B)(6) 2015, it was determined that plaintiff required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Plaintiff who is suffering from menorrhagia and pelvic pain which worsened alter the placement of essure tubal occlusion implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Fluoroscopic -guided hystersalpingogram - (B)(6) 2013 - fluoroscopic hysterosalpingogram without extravasation of contrast or spill of contrast into the pelvis. Essure devices appear in appropriate position and findings suggest tubal closure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-feb-2018: pfs+mr received: new events: menorrhagia, dysmenorrhea, and abnormal bleeding (vaginal), headache added. Previously reported event¿ pelvic pain¿ outcome updated. Concomitant, treatment drugs added. Product (essure) insertion date corrected from (B)(6) 2015 to (B)(6) 2012 and removal date updated. Reporter, patient demographic information, other relevant history updated. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain / constant severe pelvic pain") and genital haemorrhage ("heavy and irregular bleeding/ heavy abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, multigravida, cholecystectomy and exostosis removal. Concurrent conditions included cigarette smoker (half to 1 pack of cigarettes per day), alcohol use (one time per year), drug hypersensitivity (ibuprofen (nausea; diarrhea); indomethacin (gastrointestinal upset; stomach aches); meloxicam (gastrointestinal upset; vomiting; stomach aches); piroxicam (nausea; diarrhea; vomiting); topiramate (vision changes)), migraine, headache, allergic reaction to antibiotics (cefaclor - adverse reactions was rash), fibromyalgia, anesthesia, fruit allergy (blueberries: as adult, pears: anaphylaxis / as adult / states was brought to ed, strawberries: hives; watery eyes; swelling) and obesity. Family history included cervical cancer (mother), diabetes (father), palpitations (mother) and hypothyroidism (mother). Concomitant products included venlafaxine (effexor) for fibromyalgia as well as baclofen, bactrim (bactrin), diclofenac sodium (voltaren), duloxetine hydrochloride (cymbalta), esomeprazole w/naproxen, ketorolac, medroxyprogesterone acetate (depo-provera), mupirocin, omeprazole, ondansetron, otosporin, paracetamol (acetaminophen), prochlorperazine maleate, salbutamol sulfate (ventolin hfa) and tizanidine. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("depression"). On an unknown date, the patient experienced the first episode of abdominal pain lower ("abdominal pain/constant severe right lower quadrant pain"), the second episode of abdominal pain lower ("severe cramping/lower qudrant pain/ severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with paracetamol (tylenol), ibuprofen, vicodin, piroxicam, topiramate and surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the genital haemorrhage, the last episode of abdominal pain lower, vulvovaginal pain, dysmenorrhoea and depression outcome was unknown. The reporter considered depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: in or about (B)(6) 2015, it was determined that plaintiff required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Plaintiff who is suffering from menorrhagia and pelvic pain which worsened alter the placement of essure tubal occlusion implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.2 kg/sqm. Fluoroscopic -guided hystersalpingogram - (B)(6) 2013 - fluoroscopic hysterosalpingogram without extravasation of contrast or spill of contrast into the pelvis. Essure devices appear in appropriate position and findings suggest tubal closure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-may-2018: pfs received - new event 'depression' was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs